Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone18.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 383 mg/dl while wearing the pod for less than 1 hour. The caregiver alleged 2 pod failures in 1 week. The incident involving the second pod involved insulin leakage, the patient noticed wetness around the pod. They stated that the internal tubing also seemed to be coming apart. No treatment was reported. The pod was discarded.